Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support. It was reported that the patient underwent an right paracorporeal ventricular assist device (rvad) exchange on (B)(6) 2016. Reportedly, the tubing between the pump and connection point contained a crack, which caused an air leak. It was reported that the air leak caused a degradation in pump performance. The patient had taped over the crack; thus keeping the pump from losing pressure. It was reported that the patient did not sustain clinical issues due to the event. The rvad exchange was performed as an outpatient procedure. The patient remains on biventricular pvad support.

Manufacturer narrative:
Device available for evaluation?: additional information. Additional MFR narrative: device evaluation. The report of cracks in the tubing was confirmed based on visual inspection of the returned pump; however, a specific cause for the observed cracking could not be conclusively determined. The pump was returned assembled with the braided tubing and y-connector attached. Visual inspection of the pump revealed multiple cracks running perpendicular to the cap ring threads along the entire circumference of the pump housing. Tape was observed along the pneumatic tubing which was covering a crack approximately 0.25 inches from the pump housing connector. The pvad was forwarded to an outside laboratory for additional testing. The results of an examination incorporating ftir, asem and eds revealed that the damage to the pump housing was consistent with environmental stress cracking (esc). While no specific commonly known cracking agent was identified, there was evidence of anti-microbial agents, deposits of adhesives and fibers, and minor corrosion along interior of the cap ring. It was also noted that the crack in the fabric reinforced transparent pneumatic tubing appeared indicative of fatigue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.